Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('full hysto') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and experienced device expulsion ("insert was expulsed"). The patient was treated with surgery (full hysterectomy). Essure (ess205) was removed in (B)(6) 2015. On (B)(6) 2010, the pregnancy with contraceptive device had resolved. At the time of the report, the medical device removal and device expulsion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The delivery occurred on (B)(6) 2010. The reporter provided no causality assessment for device expulsion and pregnancy with contraceptive device with essure (ess205). The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Case category updated to serious incident. Partial date of removal added. Event medical device removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.